Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when they opened the package, they noticed that the tubing was disconnected from the tubing connector. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the complaint investigation, it was found that the tubing was detached from the tubing connector due to missing glue. Furthermore, a drop of glue was found on the tubing connector. No further information available.